Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable igg gen.2 result for one patient sample. The initial result was 18 g/l and was reported to the physician. The repeat result on (B)(6) 2015 was 5.3 g/l and was believed to be the correct result. It was unclear if the results were generated from the same patient sample. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.